Event description:
Edwards received information that this valve was explanted at implant due to regurgitation, secondary to a suture loop around the valve strut. As reported, after coming off pump, an eccentric central jet was noticed on tte. The surgeon went back, explanted the 31 mm valve, and implanted a 29 mm valve. There were no adverse patient effects reported as a result of the replacement.

Manufacturer narrative:
Looped strut. Evaluation summary customer complaint of regurgitation could be confirmed based on visual observation. As received, the leaflets exhibited characteristic markings which indicate the suture was looped around the commissure. Suture track and permanent indentations were present on the free margins of two leaflets at the commissure. These indentations were most likely left by sutures that were tied tightly down and against the commissure, thus leading to a gap at the coaptation region. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Method: x-ray. Additional manufacturer narrative suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. As instructed in the instructions for use, "care must be exercised to avoid looping or catching a suture around a commissure, which would interfere with proper valvular function." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.